Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced high glucose levels after meals while using the ilet, with recent inconsistent meal announcements following a non¿glucose-related hospitalization for gallstones and routine overnight pump disconnection previously discussed with a healthcare provider due to lows. Symptoms included hyperglycemia. Outcomes included need for troubleshooting and education, and advanced troubleshooting was offered and accepted with a follow-up scheduled. Investigation included review of device data and user-reported use patterns. Investigation of this case revealed no device malfunction and suggested user-related factors such as inconsistent meal announcements, dietary changes related to gallstones, and intentional overnight pump disconnection as plausible contributors. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable.